Event description:
Procedure: thoraco/lobectomy. According to the reporter: during use it could fire but instrument would not be removed from tissue. (Forced to release it from tissue, which caused tissue damage). Nothing abnormal in tissue. With keeping brachial tube grasped, continued the case with using egia60amt for the interlobar. Later during operation device in a space of lung the sulu got disengaged. Nothing fell into the cavity. By suturing, the stump of bronchial tube was reinforced. Opened another to complete the case. No patient harm. A slight oozing occurred because of tension and others in use of the device. Operating time extended: more than 30 minutes. Use of reinforcement material was not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).